Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and increased sensitivity. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and increased sensitivity. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.